Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The fse replaced the assembly iab datasette and assembly dss datasette as a precaution. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
No information has been provided on whether the customer has chosen to repair the device. Good faith efforts (gfe) attempts have been performed to obtain additional information and/or product return. No response has been provided. In the event new information and/or device becomes available, the complaint will be processed accordingly. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an automatic shutdown. The patient was placed on another machine. There was no patient harm.